Event description:
Additional information: it was stated that the patient's last visit was on (B)(4) 2012 and then next was scheduled for (B)(4) 2012 but the patient did not come and was rescheduled to (B)(4) 2012. It was added that following pump implant the dose of lioresal was increased by 20%, as dose had been reduced prior to replacement. On (B)(4) 2011, patient was scheduled for revisit and did not show up. Patient was 'admitted to the hospital for a long period of time'. On (B)(4) 2011, an alarm for refill was expected and on (B)(4) 2012 patient was seen at the clinic and the nurse removed a full 40 ml of drug. 'It was found that the pump wasn't working'. When the nurse was moving the patient's legs, patient was moaning in pain/discomfort. Patient had never responded in that manner before. They requested hcp to replace the pump. A rotor study was ordered as hcp suspected an occluded catheter. In (B)(4) they refilled the pump with lioresal 500 mcg/ml and set the pump to a dose of 50 mcg/day. Patient contracted pneumonia and went into the hospital and had not begun the rotor study. Per reporter patient was scheduled to be released from the hospital sometime this week (week of (B)(4) 2012). Patient outcome was noted as not receiving effective therapy.

Event description:
The patient's pump was noted as being "empty for a long time due to some health issues with the patient and the patient not being able to get in for a refill." A critical alarm, due to zero ml reservoir volume being reached, was heard and confirmed via telemetry. How to start up the pump again and test if it was working properly was discussed. Baclofen 500 mcg/ml was currently in the pump tubing and catheter. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2005, explanted: unk.